Manufacturer narrative:
Inspected one opened and used reservoir. Checked o-rings/stopper groove for anomalies. None were found. Ran basal/bolus leaking test. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specification. No leakage anomaly was observed during analysis. No anomaly to the barrel.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir leaked into the reservoir compartment. Caller stated that her son had high blood glucose reading in the 400 range all night. Customer's mother was changing the set and noticed that the reservoir compartment was wet. She shook the insulin pump and noticed insulin drops coming from the reservoir compartment. Caller noticed that the bottom of the reservoir was foggy and had condensation. The blood glucose reading is 144 mg/dl. The insulin leaked during normal delivery and bolus. Nothing further reported.